Event description:
It was reported that this was a procedure to treat a lesion in the right coronary artery (rca). The lesion was pre-dilated with a trek balloon catheter without issue. However, when the indeflator was to inflate the stent delivery system (sds), the indeflator would not engage and pressure could not be applied, the handle kept spinning. The physician kept spinning the handle finally engaged but the physician decided not to use it. Therefore, this indeflator was changed for a new indeflator. There was no adverse patient effect and no clinically significant delay in the procedure

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned indeflator. The reported loose or intermittent connection was unable to be confirmed; however, complaint appears to be related to a manufacturing issue associated with leak issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. One nonconforming material record/exception was generated for the finished good lot to investigate the reported issue in accordance with internal operating procedures. A review of the complaint history revealed 6 other similar incidents. The investigation determined the reported difficulties appear to be a potential product quality issue. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall, (remedial action initiated). Corrective action has been initiated per site operating procedures. Field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copilot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. The product will continue to be trended. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.